Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be torn around the up arrow keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The evaluation revealed that the up arrow and down arrow keypad buttons were unresponsive. There was evidence of corrosion found under the up arrow and down arrow key contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusion can be made at this time.

Event description:
The reporter stated that the keypad buttons were unresponsive to button presses for one to two weeks and became worse. The reporter indicated that it was primarily the up arrow and down arrow buttons that required more force and multiple button presses in order to elicit a response on the keypad. The patient reportedly wore the pump in a pump skin in her pocket and did not clean the pump.